Event description:
It was reported that during a labrum stabilization the anchor was plumped up so much that it did not fit through the drill sleeve. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-3638 was received for investigation. The diameter of the fibertak anchor sheath was assessed using digital caliper ID: 011, and was noted to fall 0.0205" above tolerance. Visual inspection confirmed that the anchor appeared to have "bunched up". The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.